Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed.

Event description:
On (B)(6) 2018, a reporter contacted animas alleging that a patient experienced a hyperglycemic event while on the pump. The reporter stated that the patient had a blood glucose of 600 mg/dl with no associated symptoms of hyperglycemia. The reporter indicated that the pump¿s time and date were incorrect with the pump. During the course of troubleshooting it was determined that when the pump was rebooted it prompted the time and date were reset to default. The pump asks the user to verify the time and date each time it is powered on. This complaint is being reported based on the allegation that the patient experienced a hyperglycemic event as a result of not verifying the pump¿s time and date settings.